Event description:
It was reported that during an lavh procedure, on the third fire the knife blade would not advance completely. It went about ½ the way and then stopped. The device was opened manually. Once open, the device had stapled and cut properly for the area of tissue it had advanced. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached as to what caused the reported event, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Broad ligament on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not complete the firing sequence. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Used manual release. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.